Manufacturer narrative:
Returned for evaluation was one 5fr sheath and two pieces of sheath tubing. Visual review of the returned samples noted that the sheath was returned in two separate pieces with wings intact. The samples, along with a supplier corrective action request has been sent to our sheath supplier, (B)(4). Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported by hospital, the tabs on the peel-away introducer sheath packaged with the vaxcel pasv PICC device, broke off, prior to it being peeled. There was no report of pt complications. The used device has been returned for evaluation.